Event description:
It was reported that during a left leg debridement procedure, the patient was noted to be in pulseless electrical activity (pea) with failure of the device to capture. Cardiopulmonary resuscitation (CPR) was performed, the patient was intubated and medication was given to restore a pulse. The patient was placed in the intensive care unit (ICU) unresponsive. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory was performed and no anomalies were found.